Manufacturer narrative:
Investigation into the returned analyzer did not show any sign of burned component on engine pcb. A crack was found on the planetary gear of the drawer motor which was replaced along with optics assembly which had failed optics test. The repaired unit was subsequently scrapped due to a separate software issue discovered on the updated software uploaded to the analyzer as part of repair service. A replacement analyzer is being shipped to customer instead. No additional issues have been received from customer to-date regarding the loaner unit already shipped when call was received.

Manufacturer narrative:
On (B)(6) 2019, abaxis received a call from customer lab reporting issue with analyzer (B)(4) stating that the device was emitting a smoke smell and displayed a 430b spindle motor error code. No fire or injury was reported. The device was sent back by the customer and is currently under repair. Further information is pending and will be submitted in a follow up report when received.

Event description:
Device emitting a smoke smell and displaying a 430b spindle motor error code.